Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and provide additional device information. Updated fields: h4, e1 country, e4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: e1 (telephone number):(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an est procedure, the knife part of the device broken during use. The device was then replaced with a similar device, and the procedure was completed without further incident. There was no harm, nor adverse event associated with this report.